Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was difficult to read. The issue reportedly started 2 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the text on the display screen was found to be dim and pink. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the up arrow keypad button was found to be unresponsive. The keypad was removed and contamination was found under all key contacts. No damage or peeling was found to the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.